Manufacturer narrative:
(B) (4): physio-control evaluated the device; however, the reported intermittent failure was not verified. The power supply assembly was replaced as a precautionary measure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed assembly and verified the reported power failure. It was determined that the cause of the reported failure was two electrically leaky filters, designators fl4 and fl10 from the power supply module due to solder flux residue on the power pcb.

Event description:
It was reported by the customer that the device would intermittently not power on. There was no patient use associated with the reported failure.